Event description:
Guidant (now boston scientific) received information in (B)(4) 2004 that a patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead was presented in the emergency room after receiving shock therapy. The ICD was unable to be interrogated and was emitting a humming sound. Microscopic examination of the device header noted that there was an electrical short in the defibrillation output circuitry, which was damaged when the device delivered a shock into a shorted lead. Analysis concluded that the cause of the inability to interrogate the device and the constant tone was due to the short in the defibrillation output circuitry (regulatory report#2124215-2005-09058 for details on device analysis). At that time, the rv defibrillation lead was left inservice and the replacement model#a155 dual chamber ICD was attached with no reported issues. This device was explanted in (B)(6) 2010 due normal battery depletion. Another replacement model#e110 dual chamber ICD was attached to the chronic rv defibrillation lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.